Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the user guide: always remove all air bubbles from the system before beginning insulin delivery.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 229-high mg/dl). Correction boluses were delivered to address bg and pump settings were adjusted. Infusion set was changed multiple times. Customer did not know cause of elevated bg; customer's healthcare provider suspected medication may be the cause. Customer reported to have used humalog insulin for 3 days versus the labeled 48 hours. Customer also reported not to have removed air from the system during the loading sequence. Recommendation was made for customer to discuss event with a healthcare provider.